Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that the patient went in for a refill on (B)(6) 2019, and everything had been in order since the (B)(6) 2019 motor stall and recovery. The event outcome was considered ¿resolved without sequelae¿ on (B)(6) 2019. The etiology of the event was related to the device/therapy. The etiology of the event was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving clonidine 578.3 mcg/ml at a dose of 79.98 mcg/day and hydromorphone 0.7 mg/ml at a dose of 0.09681 mg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2019 the patient came in for a refill and mentioned that he heard a beep and had a message on the myptm indicating to call a doctor. The pump logs were checked on (B)(6) 2019 and it was found that a motor stall occurred on (B)(6) 2019 at 14:39 and recovered about 2 hours later at 16:36 [the session report with the pump logs were provided with the report]. It was indicated that there were no other relevant events in the logs. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the patient was not exposed to magnetic resonance imaging (MRI), or any sources of electromagnetic interference (emi) or magnets on the date of the stall. It was noted that the patient uses e-cigarettes and thinks it might be the cause of the issue. It was also stated that there was no denied message seen on the ptm. The patient did not use an antenna. Information related to the cause of the denied boluses or ptm technical report was requested but not provided in the response from the hcp.